Event description:
It was reported that during preparation for an unspecified procedure, foreign material was noted inside of the device. During unpacking of the encore 26 mt single inflation device prior to the start of the case, foreign material was observed to be "floating" inside the device. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is listed as good.

Event description:
It was reported that during preparation for an unspecified procedure, foreign material was noted inside of the device. During unpacking of the encore 26 mt single inflation device prior to the start of the case, foreign material was observed to be "floating" inside the device. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is listed as good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found there was fluid inside the barrel of the encore device. It was also noted that there was foreign matter floating inside the barrel. The foreign matter was removed from the encore barrel and visual inspected. The foreign matter appeared to be organic. Testing was performed by an external laboratory (intertek) and it was confirmed that the foreign substance is natural cellulose consistent with plant or vegetable matter. The report stated that the substance did not originate from an item within the boston scientific cleanroom where the encore device is manufactured. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).